Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon communication with the customer on (B)(6) 2018-, it was discovered that the pump will rotate however, will not push any nutrition through the tubing consistently. The setting is set at continuous, however it would not continuously pump it through. The nutrition was not completed and only a fraction of the volume was delivered. A patient was involved but the status of the patient was not available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit will not pump consistently.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.